Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular cup loosening, pain and large amounts of debris filled fluid. **update** 11/19/2012 - litigation received (B)(4) /2012. Complaint changed to legal. Litigation alleges patient had pain, fluid build-up, tissue damage and popping after asr hip implant. There is no new information that would change the outcome of the investigation. **update** 3/11/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address acetabular cup loosening, pain and large amounts of debris filled fluid.